Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01617.

Event description:
The patient was undergoing a thrombectomy the popliteal artery and superficial femoral artery (sfa) using an indigo system cat6 aspiration catheter (cat6). During the procedure, while attempting to make an initial pass using the cat6 with a non-penumbra sheath, approximately one third to the distal end of the cat6 kinked and, therefore, it was removed. The physician then experienced resistance while attempting to insert a new cat6 through the same sheath. Consequently, the distal tip of the cat6 kinked and, therefore, it was removed. It was reported that the distal tip of the second cat6 became kinked due to the incorrect sheath that was used. The procedure was then completed using a new cat6 and a new non-penumbra sheath. There was no report of an adverse effect to the patient.